Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Does the surgeon believe there was any deficiency with the sutures used in this procedure? Are the product code and lot numbers available for ethicon devices used? Can specific patient demographics be provided for the subjects of this article? If so, please also include: patient initials, initial procedure date, pre-existing conditions, specific medical/surgical intervention per patient. Reference journal article: title: sternal fixation with resorbable suture material authors: s.m.m. Van citation: eur j cardio-thoracic surg (1990) 4:345.

Event description:
It was reported in a journal article that a patient underwent a sternal closure procedure on an unknown date and suture was used. During use, the suture broke while tying. Additional information has been requested.